Event description:
Customer stated she had a needle break off inside of her stomach. She went to the hosp and they did an ultrasound and saw it in there. Lot# 8130109.

Manufacturer narrative:
Customer returned 1 pnug housing with 97 ea pen needles, lot # 8130109. Review of device history files to include in - process testing and final release packet indicated no issues with this lot other than one (1) pen needle pulled out with a force of 5.31lbs. The iso requirement for the amount of force to remove the cannula from the hub is equal to or greater than 5 lbs. Lowest pull test on in process testing was 5.31 lbs with an average of 10.46 lbs on that same test set. The 7.74 lbs was the minimum on the final lot testing, with an average of 7.69 lbs. No other complaints on this lot. Performed pull test of 20 each returned and 20 each retain samples. Lowest pull on the return samples was 9.34 lbs, lowest pull on the retain samples was 9.61 lbs. On (B)(6) 2013: left message for customer on her vm. On (B)(6) 2013: customer called back said that she did receive the replacement needles and they are working much better.